Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the external device is not working at all. The pt stated he has tried everything. Pt stated it has been slowly declining over the past few months; error codes mentioned. The pt stated he is resetting the controller battery often. The pt thinks there is a short in the recharger (rtm) cord. The pt verified the controller does power up since last night but it was not powering up before. The pt stated the controller was showing an error code when he was recharging the implantable neurostimulator (ins) "recharger unavailable and install medtronic battery pack and try again". The pt verified the li battery pack was in the controller at the time and it was charged. The pt verified the controller does power up when connected to ac power and the controller does appear to charge when connected to ac power. The pt stated the controller will charge to 100%. The pt verified the rtm cord feels "ropey". The pt clarified there are kinks in the cord. The pt added that if he moves even half of an inch the remote says to reposition the rtm. The pt verified at the plug end on the rtm cord there is a circle piece that he can move back and forth and he does not think it is supposed to move. The issue was not resolved. A replacement rtm was sent out. No symptoms were reported. Pt called back stating that they had a continuous problem with charging the ins for over a year. Pt said that the recharger was replaced a few weeks or maybe a month ago. Pt said that they were trying to recharge the ins currently and that they have had to reset the controller at least five times in order to get the equipment to work. Pt said that the equipment was not working at all right now. Pt said that the controller battery was discharging, however the ins battery was not charging even though recharging good or recharging excellent would be indicated. Pt said that they couldn't turn the ins on or off since the ins battery was at 0%. Pt said that it seemed like they had to have the recharger in a specific position for the recharger to be working. Patient services (pss) asked the pt what area of the recharger cord had to be in a specific position and pt said that it was the cord itself where the cord plugged into the controller. Pt confirmed that this issue wasn't occurring with the ac power supply; pt said that the controller charged perfectly from the power supply. Pss understood that the issue was with the recharger, however pt was insistent on having the controller replaced. Pt said that the recharger had been replaced twice and that they had been having to reset the controller for about eight months to a year. A replacement controller was sent to the patient.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), product type programmer, patient product ID 97755 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm), serial number (B)(6), revealed rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.